Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) homechoice cassettes leaked; further described as ¿leaking below the connector on the white line¿. This was observed during use of the devices for peritoneal dialysis therapy; the patient was connected. There was no report of patient injury or medical intervention associated with this event. No additional information is available.